Event description:
The pt was taken to the operating room for treatment of infection. The pt had an acute post-operative infection with purulent drainage. The pt was taken to operating room for a superficial and deep I&d. The polyethylene was changed as usually modular parts are exchanged at the time of infection treatment.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.